Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. However, during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 1 of 2 tests. Please note that dispense testing in the lab is not designed to fully replicate the clinical experience. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for unknown indications for use. It was reported that the patient went for a refill in (B)(6), at which time the pump refill was performed but the technician noticed the area around the device was filling with fluid. An ultrasound analysis confirmed this. The pump was emptied of drug and filled with saline. The technician noticed the area around the pump filling with fluid again. It was noted the patient had been showing signs of withdrawal (described as mild) since early 2020 and was supplemented with oral morphine as well as observed regularly by pain unit technicians. It was noted as a factor that may have led or contributed to the issue that there was possible user error by the pain unit. However, ultrasound analysis confirmed fluid was being correctly delivered but was still filling the pocket. Details from the pump refill medical record notes on (B)(6) 2020 stated the following: the pump was accessed by an hcp for refill with a secondary nurse present. 7.4 ml was aspirated from pump, and it was noted that the pump was also leaking from the needle access site whilst being aspirated. The patient had also noticed subcutaneous swelling over the site for several months. After the needle was removed it was noticed by the two nurses and the patient that a collection was beginning to form over the pump. The hcp aspirated the subcutaneous collection, a total of 19 ml. The physician was asked to review and the pump was not refilled until this was done. The patient was monitored by the nursing staff continually in this time, and the patient¿s observations continued to remain stable and within the patient¿s normal limits, but the patient was distressed. The pump was due to be replaced soon ((B)(6)2020). Upon review with the physician it was decided to administer 20 ml of normal saline and observe the patient and pump site area for 30 minutes. Within 10 minutes another collection had formed. Using an ultrasound machine, the physician confirmed a definite new subcutaneous collection. Within the notes, the question ¿backflow through faulty portal in pump?¿ was stated. The pump was aspirated again, with 17.2 ml removed, plus 9 mls from subcutaneous collection. It was stated that the pump portal appeared to be leaking. It was noted the patient mentioned prior to the pump refill that she felt the pump had not been working properly for some time, since the last refill in february 2020. Calculations based on the fluid aspirated at the beginning of the refill confirmed that with aspirated solution both subcutaneous collection and from pump totaled 26.4 ml [whereas 0-1 ml was expected]. As the pump held 40 ml and the patient was due for refill, it had been concluded that the pump had not been running correctly as on 14 ml of morphine might have been delivered in 7 months instead of the usual 40 ml. It was thought the patient had likely been receiving approximately 2 mg or less of intrathecal morphine per day instead of the prescribed 5 mg/day. After discussion with the physicians, nurses, and the patient, it was decided to administer 20 ml of normal saline into the pump and slow it down to minimal rate, and to prescribe the patient oral medication (kapanol 40 mg bo and clonidine 50 mg prn). The patient was asked to contact the unit with any concerns and the patient would contact the surgeon who was to replace the pump. Further information received related that they had previously been trying to reduce the patient¿s dependence on the pump for pain ma nagement and had been slowly titrating the dose down, but in (B)(6) 2020 the patient complained that more dose was required and specifically complained of reduced control of her pain. No other symptoms were observed. It was indicated that no contrast dye was used to confirm the fluid was being correctly delivered without leaks, only ultrasound was used to confirm the new fluid collection around the pump during the refill. It was clarified that the patient was queried as to whether she had any falls or experienced any other events impacting the pump site that could cause any physical damage to the pump or catheter, and none were identified. Additional information received indicated that imaging was not used to confirm the needle position. The pain unit had made no specific mention of fluid color and did not note the fluid removed appeared any different than expected, and it was not tested. No bubbles or other filling anomalies were observed during the refill process, but drug was not periodically withdrawn during injection to confirm it had the expected appearance. It was confirmed that the manufacturer approved refill kit was used, along with the needle with the black sheath. The device was removed and filled/emptied using saline externally and there were no obvious leaks or signs of damage. The pump was replaced and would be returned. At the time of the report the issue was resolved and the patient status was alive without injury. No further complications were reported or anticipated.

Manufacturer narrative:
H6: fdc/annex d updated to d14 (applies to the report of fluid accumulation and volume discrepancies) and to d15 (applies to the ana lysis finding of overinfusion). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.